Event description:
It was reported that the plaintiff alleges thermal injury to the small and large intestine in 11 "spots", mesenteric bleeding and uterine perforation requiring exploratory laparotomy and emergent corrective surgery. The pt alleges permanent injuries: abdominal pain and diminished capacity to carry a fetus to full term. This was the second in a series of two procedures with the first fibroidectomy occurring in 1999. No complications were reported as a result of the first procedure.